Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: device no leakage and observed void 1 mm in non-textured, valve-to shell-bond area. The unit is not deflation. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.